Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.